Event description:
Additional information received indicated further episodes of oversensing were observed on the device. The device was reprogrammed to resolve the event. The patient was stable.

Manufacturer narrative:
PMA/510(k): this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, noise resulting in oversensing was observed on the right ventricular lead. No intervention was performed at this time. The patient was stable and will continue to be monitored.